Event description:
Microvention /terumohydro soft 3d 2 x 2 coil (serial number (B)(6), lot# 0000823183). Duo 156 microcatheter was manipulated into the aneurysm over a 0.014" syncro-2 micro wire. Balloon was positioned across neck of aneurysm. Coil embolization then initiated. Control angiography utilized during embolization process. Deployment/detachment difficulty of coil - when detaching, the coil would not easily detach, part of was sticking in catheter with rest of coil in aneurysm. Provider was eventually able to detach from coil. Follow up angiogram revealed near complete occlusion. Small residual at neck with small loop of coil protruding in acom. Team confirmed the pre-deployment test was completed prior to use on patient and the device indicated it was functioning as expected.